Manufacturer narrative:
The device involved in this complaint was not available for evaluation since it was discarded. The lot number for this device was not supplied; therefore, the related manufacturing records were unable to be reviewed. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. Since the affected unit was not returned for evaluation, a product non-conformance or device failure could not be confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient with this pressure monitoring set with vamp jr, a lot of air was aspirated into the vamp reservoir when blood was drawn. The vamp jr set was disconnected and removed. The issue was solved by replacing the device with a new set. There was no allegation of patient injury. Patient demographics were not available. The device was not available for evaluation since it was discarded.

Event description:
As reported, during use in patient with this pressure monitoring set with vamp jr, a lot of air was aspirated into the vamp reservoir when blood was drawn. The vamp jr set was disconnected and removed. The issue was solved by replacing the device with a new set. There was no allegation of patient injury. Patient demographics were not available. The device was not available for evaluation since it was discarded.

Manufacturer narrative:
The device involved in this complaint was not available for evaluation since it was discarded. The lot number for this device was not supplied; therefore, the related manufacturing records were unable to be reviewed. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. Since the affected unit was not returned for evaluation, a product non-conformance or device failure could not be confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.